Event description:
Healthcare professional reported, right side cyst. Rupture and capsular contracture, baker grade ii. Via MRI. Device has been explanted and replaced with non allergan.

Manufacturer narrative:
Device evaluation: capsular contracture: unable to observe, as it is not related to the device. Cyst: unable to observe, as it is not related to the device. Rupture: observed, opening assessed, as fold flaw opening. Additional observations: observed, stress marks on the device assessed, as non penetrating nick. No further actions are required, since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade ii, and cyst photo analysis: visual analysis of the photographs identified: ¿ rupture: no observed. ¿ cyst(s) breast : unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side cyst, rupture and capsular contracture baker grade ii via MRI. Device has been explanted and replaced with non allergan.